Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se found the batteries to be very low charged. The se charged the batteries and replaced the compressor power supply. The se updated the software to the current revision , performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when powered on, the 980 ventilator generated a compressor inoperable error message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.